Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The "purge disk disconnected" message, however, was an actual failure, as during visual inspection of the console the purge disk retainer was confirmed to have been broken off and purge disk detect flag was missing. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced damage to the purge disc/clip. A new console was used without any issues. No patient was involved.